Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received six shocks, and therapy was exhausted with the rhythm not able to be converted. It was discussed that it was uncertain if the arrhythmia was a supraventricular tachycardia (svt) or a ventricular tachycardia (vt). Technical services (ts) discussed it could be either, noted the device operated as programmed and recommended talking with physician to determine medical management as see if electrophysiology (ep) study reveals svt or vt. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and successfully replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received six shocks, and therapy was exhausted with the rhythm not able to be converted. It was discussed that it was uncertain if the arrhythmia was a supraventricular tachycardia (svt) or a ventricular tachycardia (vt). Technical services (ts) discussed it could be either, noted the device operated as programmed and recommended talking with physician to determine medical management as see if electrophysiology (ep) study reveals svt or vt. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and successfully replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported.